Event description:
Information received from the field notes that when the patient was in the hospital, a telemetry strip showed undersensing on the ventricular channel with pacing spikes being delivered in the qrs complex. The ventricular sensitivity was at 3.0 mv in the bipolar configuration. The device was programmed to the unipolar configuration with a sensitivity of 2 mv and remains implanted.